Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak in the transfer set which resulted in peritonitis. The leak was further described as coming from the white twist clamp of the transfer set. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route, frequency not reported) and oral ciproflaxin (dose and frequency not reported). The patient's outcome was not reported. On an unreported date the patient's transfer set was changed and action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The reported leak could not be verified. Should additional relevant information become available, a supplemental report will be submitted.